Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that patient returned to the clinic after a year with a battery in state of overdischarge. Patient said he has not been using his stimulator and would like it removed. He did not want any more reprogramming he just chose to remove it. Action/intervention take was explant. Surgical intervention occurred. The issue was resolved at the time of this report. Patient is alive with no injury. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.